Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Company representative reported left side infection: cellulitis, redness , local heat sensation, blood test inflammatory findings, pus bacterial culture (positive). Device remains implanted.

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number 24610659 was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. During the trend review of all infection complaints for the period of jul-2020 through jun-2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data: h6.

Event description:
Company representative reported left side "infection: cellulitis, redness , local heat sensation, blood test inflammatory findings, pus bacterial culture (positive)." Device remains implanted.